Event description:
It was reported the disposable cause the device to exhibited a "no disposable, pump will not run" alarm. Device was powered off and tubing clamped. Device settings: rate 2.0 ml/hour, reservoir volume 10.2 ml, given 81.85 ml. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: d4: lot number, expiration date are unknown; h4: device manufacture date is unknown; b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. No product was returned. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6) corrected data: corrected data: d.10 no product returned and h.3.